Event description:
During transport of patient from post cardiac revascularization surgery, patient's intra-aortic balloon pump (iabp) unit displayed an "electrical test fail code #50". The unit was immediately replaced with another iabp from the cath lab for continued patient therapy. No reports of patient injury or death.pcb motor controller was replaced due to an electrical shortage caused by fluid intrusion.